Event description:
The event involved a chemoclave bag spike where it was reported the silicone was stuck down, leakage occurred. The event was noted during infusion and was in use for 3 seconds for an unknown procedure. The mating device used was a spiros. The device was replaced with no further problems encountered. No patient harm was reported.

Manufacturer narrative:
Two photos were shared from customer, where the sample is inside on a plastic bag, no significant damage or anomalies is shown. One used. List #ib-ch80s, chemoclave® closed vial spike was returned for evaluation. As received silicone plug was observed to be stuck down, no additional damage or anomalies were observed. No mating device was returned for evaluation. When the clave was dissembled a torn seal on the top, side and close to the base was observed. No additional damage or anomalies. Complaint of no flow/ can't prime can be confirmed. The probable cause is typical due to incompatible mating device during use, dfu states: the clave connector is compatible with luers with an internal diameter (ID) between 0.062" and 0.110". A device history lot number review could not be conducted because no lot number(s) was/were identified. D4: only di provided as lot number is unknown.

Manufacturer narrative:
The investigation was updated/corrected: investigation summary two (2) photos were shared from the customer, where the sample is inside a plastic bag; no significant damage or anomalies are shown. One (1) used. List #ib-ch10, chemoclave® bag spike was returned for evaluation. As received silicone plug was observed to be stuck down; no additional damage or anomalies were observed. No mating device was returned for evaluation. When the clave was disassembled, a torn seal on the top, side, and close to the base was observed. No additional damage or anomalies. The complaint of no flow/ can't prime can be confirmed. The probable cause is typical due to an incompatible mating device during use. Directions for use (dfu) states: the clave connector is compatible with luers with an internal diameter (ID) between 0.062 "and 0.110".